Event description:
It was reported that following a pump replacement the patient experienced issues related to incision healing and pain over the pump. There was fluid over the pump that had been drained a couple times. The fluid had been tested and was found free of infection; the hcp placed the patient on antibiotics anyway. Per the reporter, the hcp told the patient that the pump seemed to be migrating towards the surface of the skin. The same pocket had been used for the replacement pump. It was noted that the patient was receiving good therapy, as she had with her previous pump. It was later reported that the pump was explanted due to infection. The pump was used to deliver baclofen. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).